Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type programmer, patient product ID 97745bp serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was mdt rep called after speaking to pt on the phone who reports that their controller turns off completely during ins recharging sessions. Pt was brought on the line and confirmed that the controller screen goes black and the green light goes away, and the screen cannot be turned back on until the battery pack is removed and the controller is reset. Pt denies seeing any error messages. Pt denied any issues charging the controller and reports that he charges it to 100% prior to charging his ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Pt reports this has been happening "for a while" but got worse last week. A new controller was requested. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that the pt's issues presented in were not resolved with the replacement controller and caller believes it to be the li battery. The caller states essentially the pt cannot charge/utilize the controller and pt has been in a lot of pain because of the issues. The pt cannot charge their implantable neurostimulator (ins) adequately and the ins is discharged per caller. A replacement battery pack was sent out.